Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a kink in the 3cg stylet was confirmed, but the exact cause could not be determined from the returned sample. One 4fr single-lumen powerpicc solo was returned for investigation. The PICC was received in two segments. The tubing had been cut at the 42 cm depth mark. The 3cg stylet remained within the proximal segment of the catheter and the distal end of the stylet extended beyond the cut end of the catheter, which indicates that the stylet had been retracted prior to cutting the tubing and reinserted after the tubing had been cut. The proximal end of the polyimide tubing was positioned 5.2 cm distal to the cut end of the catheter. The polyimide tubing had been kinked 4.1 cm, 5.1 cm, and 5.6 cm from the distal tip of the stylet. The cut end of the catheter and the kinked end of the stylet had been threaded through one of the holes in the molded wing hub. The stylet wire was kinked at the proximal end of the septum on the t-lock extension set. It was reported that the wire was bent prior to use. Due to the evidence of manipulation of the stylet within the catheter, it is possible that the stylet was damaged from handling; however, the exact cause of the damage and could not be determined. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the guidewire was bent prior to usethe IV nurse set-up her sterile field to insert the PICC. When she opened the package and was prepping she noticed the bent wire in the packaging. It has not be used and no insertion attempt had been attempted. On (B)(6) 2019- the returned guidewire is kinked.